Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and pain at the implant site. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. However, the reported problem was not resolved. The patient's cii device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.